Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12176, related manufacturer reference number: 2017865-2019-12174. It was reported that the patient experienced an unspecified infection. The pulse generator, and both the right atrial and ventricular leads were explanted. The patient was stable.